Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis (fa) team. The issue could not be reproduced during testing on the system or during functional testing with various ports and instruments. Visual inspection also did not reveal any conditions related to the reported event. As no additional findings correlated with the reported problem, the root cause could not be determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure using an xi system, the clinical sales representative (csr) reported that the customer was unable to achieve proper firing with the viodv. The customer had attempted multiple troubleshooting steps, including replacing the energy cable, power cycling, replacing the instrument twice, and switching the viodv port, but the issue persisted. The procedure was completed as planned to use the ft10 generator, with no known impact or patient consequence reported.